Event description:
After being placed on a ventilator for "1-2 minutes, pt became cyanotic and bradycardic." He stated that ventilator was removed and pt bagged with ambu bag. He further stated that alarms did not sound. Administration was not notified until fourteen (14) days after alleged event. An investigation was initiated immediately. Rptr's facility was able to immediately determine that the chief respiratory therapist had checked the ventilator immediately on the day of the alleged event. He found no ventilator problem after thorough performance check. Interviews have since been conducted. The following appears to have occurred: md intubated pt the first time. Pt was placed on the ventilator in question and remained on it for approx twenty-five minutes. Ventilator worked with no problem noted. Problem developed with et tube (staff believe pt bit a hole in it) and md reintubated pt. Primary respiratory care giver states that pt was placed directly on same ventilator after intubation (not ambu bagged between). Pt showed increased cyanosis from chest up almost immediately. Ventilator was removed; pt bagged; pt pinked back up. Placed on different ventilator. All witnesses (except one) recall pt as having been very agitated and fighting ventilator. Chief respiratory therapist checked vent immediately and found no problem. Pt suffered no harm and has since gone home. Ventilator was placed back in use, as no problems were noted. Causation - unable to determine. Biomed testing of all of MFR's ventilators revealed no problems. Rptr has requested that MFR also examine all of the ventilators. They will do so on 10/12/94. All MFR's ventilators will remain out of service until second testing is completed. It is believed at this point that it is more likely this incident is related to either user error, pt condition or pt management. (*)